Event description:
Symptoms began after receiving implants in 2013. Chronic hip pain, lower back pain, stomach pain, and leg and ankle swelling resulting in exploratory laparoscopy. Recurring bartholin cysts which required marsupialization. During surgery dr found a mass of infection the size of an egg with three tunnels of infection. Pain, heavy periods, clotting, and bleeding in between periods required hysterectomy. Hysterectomy found uterine fibroid and an enlarged uterus. Heart palpitations required a heart monitor which was read as abnormal and required a cardiac stress test.